Event description:
Caller states the expiration date printed on the aviva test strip vial is 09/30/07. Manufacturer has the expiration date as 08/31/07. No adverse event reported. Requested return of suspect device and replacement was sent.